Manufacturer narrative:
Section h11: (g4) the g4 date was incorrect on the initial submission it should have been (B)(6) 2019 not (B)(6) 2019. (G4) the g4 date was missing on the follow up 1 submission, that date should have been (B)(6) 2019.

Manufacturer narrative:
This event report was received through clinical data collection activities. The engineering evaluation noted that the intraoperative tibial fracture was likely the result of either preparing the tibia with a tamp too large for the patient¿s anatomy or poor bone quality. However, this cannot be confirmed as the device was not available for evaluation and no further information was provided.

Event description:
During index surgery of a total knee replacement. There was intraoperative fracture during tibial tray preparation. The case report form indicates this event is definitely related to devices and to procedure.

Manufacturer narrative:
The engineering evaluation noted that the intraoperative tibial fracture was likely the result of either preparing the tibia with a tamp too large for the patient¿s anatomy or poor bone quality. However, this cannot be confirmed as the device was not available for evaluation and no further information was provided.